Event description:
Customer reported he received a result of 281 mg/dl on his aviva system at 12:00 p.m. On (B)(6) 2014. Based on this result, he delivered 13.0 units of humalog insulin. He prepared lunch and went for a walk, as is his normal routine. He returned to work, and a coworker realized the customer was not coherent around 2:30-3:00 p.m. The emts were contacted and arrived around 3:10 p.m. The customer's blood glucose was tested on the emt's meter, and the result was 24 mg/dl. He was treated with a glucose IV and transported to the hospital. His blood glucose on the hospital's meter was 121 mg/dl at 4:45 p.m., and immediately after, the customer received a result of 300 mg/dl on his aviva meter. He was released from the hospital around 5:30 p.m. The alleged product was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.